Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR spoke with the dealer. A consumer lives in a group home. A staff member took the chair "outside" and cleaned it. No cleaning methods were disclosed by this facility. The next day a staff member went to turn on the chair and it started smoking. The dealer stated he inspected the chair and the motors were torched. MFR replaced the motors and attempted to obtain the alleged motors for eval. The dealer said they had discarded the alleged motors after servicing the chair, and will not be returning any components. MDR filed on complaint the chair started to smoke. Manufacture views this incident as a service issue at the facility.

Event description:
A staff member of the group home took the chair outside to clean it and placed it back in the consumers room. The next morning when the chair was turned on, it allegedly started to smoke. No injury is alleged.